Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure went smoothly with no complications. The closure device was successfully implanted in the laa of the patient. 4 hours post procedure the patient complained of chest discomfort. A CT scan was performed that found some fluid on the patients heart. A echocardiogram was performed and confirmed the fluid. The physician performed a pericardiocentesis and 250cc of fluid was pulled out. The patient recovered well and is stable following these events.